Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance anomaly. As a result, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.